Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that son insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer's mother stated that the battery cap looked corroded and patient has been going in the pool. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current and active current measurements due to the blank display. The corrosion was also found on the battery tube, motor, and the force sensor during visual inspection. Unable to verify the damage to the battery cap due to the pump being received without a battery cap. The pump was received with a scratched case, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.